Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed de novo lesion being treated was located in the mildly calcified, moderately tortuous, distal left anterior descending artery the physician deployed a non-bsc stent. Then, without pre-dilating, the physician advanced the 2.75x20mm promus element stent delivery system (sds) to the target lesion, however, the sds was unable to cross the lesion. The sds was successfully removed and it was noted that stent damage occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. Struts on the first two rows from the distal end were stretched distally. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The guidewire lumen was kinked approximately 93mm from the port. This type of damage could be caused by excessive force being applied during guidewire removal. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed de novo lesion being treated was located in the mildly calcified, moderately tortuous, distal left anterior descending artery the physician deployed a non-bsc stent. Then, without pre-dilating, the physician advanced the 2.75x20mm promus element stent delivery system (sds) to the target lesion, however, the sds was unable to cross the lesion. The sds was successfully removed and it was noted that stent damage occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.